Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0fly0, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient via the manufacturer representative reported they lost therapy felt shocking due to a fall. The nurse practitioner checked the patient's impedance and tried reprogramming. It was stated that the lead was replaced and the issue was resolved at the time of the report. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. They reported patient fell and they had to put new wires back in or something to stop the pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.